Event description:
The subject device was used during a laparoscopic colectomy. At the end of the procedure, error message was displayed. The probe was broken outside patient when user wiped the probe with gauze. The procedure was completed without a similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the user wiped the device outside of the patient body.